Event description:
The customer reported the left monitor goes blank and the tube makes a loud popping sound. Patient involved but not injured. No injuries reported.

Manufacturer narrative:
The ge service rep inspected the high voltage "candle stick" connections at both x-ray tube and high voltage tank. Did not find any evidence of arching in tube or tank connection wells. He cleaned and re-greased high voltage "candle sticks" at both x-ray tube and high voltage tank. Ordered parts.